Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps flex articular surface, catalog 00596204012, lot 61410066; flex nexgen femur, catalog 00596401552, lot 61360099; palacos cement, catalog 00111214001, lot 69434235 (qty. 2). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:1822565-2017-00864 and 1822565-2017-00867.

Event description:
Legal counsel for patient reported patient underwent a right total knee revision procedure approximately three years post implantation due to pain and instability. No additional patient complications were reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative notes indicate revision due to failed total knee due to varus instability. Components were noted to be unstable and were removed with minimal bone loss.